Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 1.5x15mm maverick2 balloon catheter was advanced to the severely calcified, denovo target lesion for predilation. The balloon was inflated with a maximum pressure of 12atms and on the third or fourth inflation the balloon ruptured at 6atms. The balloon catheter was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
(B)(4): as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)